Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon receiving a vibratory alert. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator had inappropriately gone into back-up operation. The device was reprogrammed and restored to its normal parameters. The patient was discharged.